Event description:
On (B)(6), 2007, this patient was implanted with three gore excluder aaa endoprostheses. On (B)(6), 2010, an additional procedure was performed whereby an iliac extender component was implanted.

Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4). Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the root cause of this event could not be determined as no additional information was provided.